Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced an unspecified malfunction the same day the sensor was inserted in the arm. It was reported that the day of the event the dexcom cgm (continuous glucose monitor) had shown an urgent low soon alert and went into a sensor error after. The reporter stated that the patient was unable to respond to the initial urgent low soon alert with either self-treatment or taking a fingerstick, as he was already feeling unwell and then lost consciousness. It was not known by who, but an ambulance was called, and the patient was brought to the hospital. At the hospital, a fingerstick was taken and the blood glucose reading was 35 mg/dl; the cgm was still in sensor error. The patient was treated with glucose, and even though the patient was not completely sure (most likely given via intravenous). At the time of the report the patient was stable but still in the hospital for observation. No further information could be obtained, and no other details were provided. A review of performance data shows that the patient's low alert was set to 65 mg/dl with the audio output set to sound. The urgent low alert is fixed at 55 mg/dl and was also set to sound, with the snooze feature set to 30 minutes. Data shows that the patient's estimated glucose values were reading slightly above 200 mg/dl around 11:00 am on (B)(6) 2023, and gradually began to drop thereafter. Data investigation did not find that the patient received an urgent low soon alert as alleged, but at 1:06 pm, his egvs (estimated glucose value) reached the low alert threshold, and he received a low alert at partial volume with an egv of 65 mg/dl. This alert was acknowledged immediately. The patient's readings continued to fall and at 1:16 pm, his egvs dropped below the urgent low threshold, and he received an urgent low alert at partial volume with an egv of 48 mg/dl. This alert was also acknowledged immediately. The patient's egvs remained below the urgent low alert threshold thereafter. Once the snooze period for the urgent low alert acknowledgment passed, the patient again received an urgent low alert with partial volume at 1:46 pm with an egv of 47 mg/dl. This alert was also acknowledged immediately. The patient's egvs remained below the urgent low alert threshold for the next 25 minutes but eventually rose above the threshold at 2:16 pm, at which point the patient received a low alert at partial volume with an egv of 63 mg/dl. This alert was also acknowledged immediately. The patient's egvs returned to target range with the next reading, reaching 70 mg/dl at 2:21 pm and remaining above the low alert threshold for the rest of the day. The reported allegation of brief sensor issue was not confirmed as there was no brief sensor issue during the alleged time of the incident nor at any other point of the reported incident date. Although there were no meter calibrations or user events that confirm an inaccuracy on the incident date, inaccurate estimated glucose values were determined to be the most likely the root cause of the hypoglycemic event as the patient was reportedly already experiencing serious hypoglycemic symptoms before reaching the urgent low threshold on his cgm. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.